Event description:
The high tension cables showed some cracks. The hand pendant switches are short-circuiting. Complete memory is lost when there is a short circuit and the sensors beep continuously before and after each short-circuit.